Event description:
The patient claimed the animas insulin pump has power issues. The subject pump allegedly will not power on. Reportedly, the patient was using rechangeable battery which as against the manufacturer's recommendation. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):there was no damage found to the battery cap or battery compartment. A review of the pump history indicated rebooting had occurred. The battery cap returned with the pump was able to attach securely with no yellow o-ring showing. The pump was exercised for 24 hours with no power issues occurring. The complaint could not be duplicated during investigation. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.